Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a known part and lot number, review of the manufacturing records cannot be performed. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision surgery due to a plate breaking was reported.